Event description:
Unomedical reference number (B)(4). Event occurred in france. On 23-nov-2021, the patient reported that tubing was disconnected from the transparent part (at the catheter). Moreover, the patient experienced hyperglycemia. As per complaint investigation performed on the returned used device (2 tubing's), both the tubing's were detached from the tubing connector. No further information was available.